Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) #4 in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. The usm was analyzed and the reported problem was confirmed but not replicated. In the system logs, the errors 23118 and 23138 were found indicating motor encoder issues, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where 32098 error was triggered. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the pitch chipencoder virtual absolute (cva) board and pitch flat flex cable (ffc) were inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that the pitch cva board and pitch ffc were consistent with the reported event and were the potential source for this issue. The complaint was confirmed by the field evaluation but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of system log report was performed. Per the review, the following was confirmed: system serial# (B)(6), event date (B)(6) 2025, surgeon (B)(6) and procedure prostatectomy - radical w/ lymphadenectomy. A review of the site's system logs for the reported procedure date was conducted by failure analysis. Investigation revealed the related system errors: error 23138 "hall edge to edge fault on usm4, axis 2. This indicates that a motor encoder is loose and moving while the motor is stationary or that the hall signal is frozen or disconnected" and error 23118 "arm 4 usm axis 2: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal". A device history record (DHR) review was conducted for any potentially related ncs or other applicable quality notifications. Based on that review, there was no evidence of a related non-conformance or abnormality within the DHR record. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to transient motor encoder issues resulted from the pitch cva board and pitch ffc, both components located on usm. This issue can be resolved by replacing the usm, or disabling the affected usm to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer experienced an issue with universal surgical manipulators (usm) 4. Technical support engineer (tse) viewed the system event logs and noticed an error 23138 pointing usm4 axis 2. Tse asked the customer to perform a hard power cycle and emergency power off (epo), no change. The customer reported event has no report of patient injury.